Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the unknown eye and a week later experienced endophthalmitis.

Event description:
Additional information received, noting the device was explanted. As a result of the endophthalmitis. And vision was noted, to be at "6/36" following removal.

Manufacturer narrative:
The reporter has declined, to provide allergan further information regarding event, product, or patient details. The event of vision loss is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.